Event description:
The pt was revised because of osteolysis, poly wear and loosening.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code since release for distribution. Stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.